Event description:
Customer reported meter results of 30 mg/dl and 304 mg/dl within 10 minutes on the advantage system. Customer symptoms of hypoglycemia for which she self treated. No adverse event reported. A request was made for the return of the system, replacement was sent.